Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin and gentamycin (intraperitoneally (ip), every other day, for about 1 week) for peritonitis. The patient stated that they recovered nine to ten days after the onset of the peritonitis event. The patient was retrained on aseptic technique. The pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd897108 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is same patient as in (B)(4).